Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On 04/04/2025, it was reported that the patient had coma from dka and could not remember anything that happened. According to the call review, her sensor was not giving her the right reading 3-4 days after in had been inserted. I occurred approximately a month before the call. The patient uses tandem tslim in modified closed loop. According to the report, the patient was unconscious in dka and could not remember anything that happened. The cgm readings were approximately 20¿30 points off from the actual values, which were taken at the hospital (no numbers described). The patient took novolog and presented to the hospital where she was reportedly comatose in dka. At an unspecified moment during the hospital stay, the patient checked the bg and it was 120 mg/dl while the cgm was 180 mg/dl. She reportedly could not provide information about medications received. An attempt by cca np to contact the patient for additional details about the event on 05/14/25 was unsuccessful. During the report a month later, she was doing ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.